Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. The 80% stenosed target lesion, which had a bend greater than 45 degrees, was located in the moderately tortuous right coronary artery (rca). The lesion was predilated with a 3.5mm and 4.0mm quantum balloon. A 5.0x32mm liberte bare stent delivery system (sds) was advanced to the rca; however, the device was unable to cross the lesion. After the physician attempted to advance the device multiple times the shaft broke 30cm from the proximal end. It was noted that the shaft broke outside of the patient; therefore, all parts of the device were successfully removed from the patient. The patient was taken to surgery as the physician was unable to get the device to cross the lesion due to the tortuous vessel. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was received in two sections as a result of a break in the hypotube. The break was located at 23.7cm distal to the strain relief. It was noted that the hypotube was kinked at 2cm proximal to the break site and at 1cm distal to the break site. An examination of the distal extrusion identified a severe kink at 7.6cm distal to the port. No issues were noted with the profiles of the crimped stent, balloon and tip sections of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a shaft break occurred. The 80% stenosed target lesion, which had a bend greater than 45 degrees, was located in the moderately tortuous right coronary artery (rca). The lesion was predilated with a 3.5mm and 4.0mm quantum balloon. A 5.0x32mm liberte bare stent delivery system (sds) was advanced to the rca; however, the device was unable to cross the lesion. After the physician attempted to advance the device multiple times the shaft broke 30cm from the proximal end. It was noted that the shaft broke outside of the patient; therefore, all parts of the device were successfully removed from the patient. The patient was taken to surgery as the physician was unable to get the device to cross the lesion due to the tortuous vessel. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
(B)(4).